Event description:
It was reported that the patient presented in-clinic for normal follow-up. Multiple alerts for high out of range, hv lead impedance was observed. Chest x-ray for connection and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.